Manufacturer narrative:
Result: the ddt of the ruby coil 16x60 is no longer attached to the pusher assembly. The coil is stretched and the proximal constraint ball is still attached to the coil. The proximal pet-lock is still intact. Conclusion: the complaint has been evaluated. The complaint indicates that both ruby coils would not advance through the pxslim microcatheter upon attempted delivery. When the physician attempted to pull the coils back, both coils detached inside the microcatheter. Evaluation of the first ruby coil (20x60) revealed that the coil was not detached from the pusher assembly but the pusher assembly was kinked. This kink likely occurred during attempts to push the coil through the catheter. The coil appears to be within specification. The coil is compressed and the stretch resistant (sr) wire exposed which may have led the physician to believe the coil was detached. The second ruby coil (16x60) was detached from the pusher assembly and the coil ddt was completely detached from the pusher assembly. This type of damage is usually due to excessive tensile force placed on the coil during attempted removal. The pxslim catheter was kinked near the hub and the lumen was ovalized near the distal tip. This damage may have caused resistance when attempting to advance the coils however, several coils after the first described issue were advanced without issue until the physician attempted to deploy the ruby coil (16x60). Therefore, it is unlikely that the issue described by the physician was related to the damage to the catheter and this damage likely occurred as a result of post-procedural handling. The cause of the resistance described by the physician could not be determined from the returned devices however, the issue may have been due the size of the coil selected and the procedural and anatomical complications associated with this particular patient. Both the coils and the microcatheter appear to be within specification aside from the noted damage which occurred due to handling when attempting to advance and retract the coils. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00306.

Event description:
The patient was undergoing a thrombectomy procedure using ruby coils. During the procedure, the physician loaded a 20 x 60 standard ruby coil into the 90 degree px slim catheter; however, could not advance the coil out of the catheter as it would not move forward. While the physician attempted to withdraw the coil from the microcatheter, the coil unintentionally detached. The physician removed the entire system from the patient including the detached coil. The coil was then flushed out of the px slim and re-accessed into the patient. The next two coils deployed with no issues until the physician removed a fourth coil from inventory. The physician attempted to advance it several times but it would not move forward. When withdrawing the coil from the microcatheter, the coil unintentionally detached. The catheter was removed from the patient with no reported adverse effect on the patient.